Manufacturer narrative:
Analysis is normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was not used due to non-specific failure. No further information is available.